Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the neck region of the lead tip. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that this right ventricular (rv) lead was attempted as a temporary pacing lead through the patient's right internal jugular. Placement difficulty was experienced. After multiple placement attempts, difficulty was experienced extending the helix. A different lead was successfully implanted. No adverse patient effects were reported.